Event description:
Infusion was incomplete. There was excess solution left over in the medibag. The leftover solution was estimated to be approximattly 20-30 ml's. The infusion pump had a shorter than expected dose time. There were no reports than expected dose time. There were no reports of any adverse patient events associated with this malfunction.